Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console armrest motor module. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, an intuitive surgical, inc. (Isi) representative called in with a "potential problem with ergonomics" message on their system. The system logs indicated a 23062 error on the console 2 armrest motor over multiple cases. The technical support engineer (tse) recommended for the customer to unplug console 2 to complete the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it is unknown when the issue was identified and unknown if ports were placed prior to the issue being identified. The procedure was completed robotically with original configuration.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This armrest motor module on the console was returned for failure analysis due to the reported message on their system. Failure analysis performed a visual inspection and found no problem related to the reported issue. Failure analysis checked and verified error 23062 in the system logs, and then installed on an internal test system. During system testing, failure analysis found the armrest motor sticking at times during operation. No errors occurred while testing, so failure analysis did not verify the error 23062. Root cause appears to be internal motor issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is due to an internal issue in the armrest motor module.